Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump does not alarm low battery prior to off no power. The customer did not recall the blood glucose reading. The battery was not previously used and the insulin pump had not been dropped or bumped. The customer reported that there were no unattended alarms. The battery cap was not loose, cracked or damaged. The customer reported that this issue was the third occurrence. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.